Event description:
The doctor stated that while performing a zygomatic (maxillary nerve) block injection on the maxillary left side, the needle was withdrawn and the doctor realized the needle was separated from the hub. The needle remained in the pt's gingiva/tissue. An incision was made and the needle was successfully removed from the pt's gingiva/tissue. No complications were reported.